Event description:
It was reported that the atrial lead exhibited out-of-range high pacing impedance. It was noted that the impedance had been gradually increasing since (B)(6) 2017. The patient was stable and the physician elected to monitor the lead.

Event description:
New information received on (B)(6) 2018 indicating that the right atrial lead continued to exhibit high impedance. Impedance values from (B)(6) 2017 to (B)(6) 2018 indicated that the impedance continued to rise. The patient presented to the hospital on (B)(6) 2018 for an unrelated reason. Upon device interrogation, the right atrial lead showed high, out of range impedance. The patient was asymptomatic due to this issue. The lead was otherwise electrically stable. No intervention was performed. The patient would be continued to be monitored.